Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported a fractured yukon polyaxial screw post-operatively. The patient has reported "hearing a clicking noise periodically." Revision surgery is not planned at this time.

Event description:
A physician reported a fractured yukon polyaxial screw post-operatively. The patient has reported "hearing a clicking noise periodically." Revision surgery is not planned at this time.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number could not be obtained as the device remains implanted in the patient. The yukon oct surgical technique was reviewed and the following relevant information was identified: potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: patient fall, patient bone quality, excess post-op activity, overload on construct, etc.

Manufacturer narrative:
X-rays have been received. H3 other text : device remains implanted in patient.

Event description:
A physician reported a fractured yukon polyaxial screw post-operatively. The patient has reported "hearing a clicking noise periodically." Revision surgery is not planned at this time.